Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between february 23-25, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed. It showed droplets of fluid inside the device's bottle which suggests possible leak may have occurred. The reported condition was verified. The cause was unable to determine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device had several scattered droplets inside the housing. This was found prior to patient use. There was no patient involvement. No additional information is available.